Event description:
"Double activation" error occurred when the reprocessed harmonic handpiece was not recognized by the harmonic base. A second handpiece was opened and used to complete procedure.what was the original intended procedure?laparoscopy.device #1is this a laboratory device or laboratory test?no.